Event description:
Additional information was received from a company representative (rep) indicated the patient was in the hospital with an unrelated issue and could not follow up at this time. Once the patient was discharged, the rep would be meeting with her at the managing physician office for follow-up and would gather the requested information. No further complications were reported.

Manufacturer narrative:
H6. Patient code: c50535 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via company rep regarding a patient receiving compounded baclofen (750mcg/ml at 99mcg) via intrathecal infusion pump for back surgery. It was reported that at 7pm the patient started getting a critical alarm. They presented to the ER with no withdrawal symptoms. At 9:30pm a motor stall recovery occurred. It was stated the patient had some stiffness in their hands and feet. A bolus was given, and the discomfort started subsiding. The patient was discharged. It was noted the patient was sitting at a table eating dinner when the issue began. The patient was to follow up with the pain management physician. It was noted that the patient had a back surgery 1 year ago and that this was the third motor stall since the surgery. The issue was resolved at the time of the report. The patient¿s status was alive with no injury. No further complications were reported.